Event description:
Device malfunction: detachment. Time of malfunction: during procedure. Symptoms/ae: none reported. It was reported that during a procedure of a tight lesion in the ica, two non-abbott balloons were deployed to pre-dilate. The acculink was then advanced and placed successfully. Upon removal of the stent delivery system, the distal tip of the cone caught on the non-abbott epd filter wire and separated. A 6 fr sheath was advanced through the stent to retrieve the epd. The epd and the cone were pulled back into the sheath and through the stent successfully. Analysis of the x-ray has revealed that a portion of the catheter with the proximal stent marker, detached. No pt injury was reported and no add'l info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned unit revealed that the rx acculink was returned with blood visible in the shaft and on the handle. The stent had been deployed and was not returned. The tip of the acculink had separated at guide wire lumen and returned in a separate container. There was 1.5 mm of guide wire lumen remaining of the proximal end of the tip. The distal outer member had been re-sheathed and the handle was returned in the locked position. There were 2 wavy bends in the hypotube located 14 cm and 65 cm distal to the strain relief tubing. There were no anomalies to report. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.